Event description:
The customer reported obtaining reproducible, elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system serial number (unknown). The customer reanalyzed the sample on the customer's unicel dxi 600 access immunoassay system serial number (unknown) three (3) times and received the following elevated access accutni+3 results: 6.4 ng/ml, 6.7 ng/ml and 7.0 ng/ml. There was change or impact to patient care or treatment which occurred due to the elevated access accutni+3 results, as the patient underwent a stress test which was abnormal, an echocardiogram which was normal and a cardiac catheterization, which was normal. Quality control (qc), calibration, and system check information were not provided by the customer. Sample collection and processing information was not provided by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. The customer did not provide access accutni+3 device information of lot number; therefore, expiration date and date of manufacture of the device could not be determined. A beckman coulter (bec) field service engineer (fse) was not dispatched. Quality control (qc), calibration and system check information was not provided by the customer. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.